Manufacturer narrative:
Nsvd - host tissue/pannus: pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors svd - calcification: per product evaluation, customer report of stenosis was confirmed. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect and 5mm on leaflet 3 at the outflow aspect. Host tissue overgrowth fused leaflets 1 and 3 by approximately 3mm at commissure 1 on the outflow aspect. The free margin of leaflet 3 was rolled towards the outflow aspect from subvalvular apparatus host tissue overgrowth. X-ray demonstrated wireform intact, moderate calcification on leaflet 2, and minimal calcification on leaflet 3. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. Hematomas were observed on the outflow surfaces of leaflet 1 and 3. Sewing ring was cut in multiple areas around the valve and exposed the metal band. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 11400m mitral valve was explanted after an implant duration of 1 year, 8 months due to host tissue overgrowth (pannus) and calcification causing prosthetic valve stenosis. The patient presented with sob. The explanted valve was replaced with a non-edwards valve. The patient was in stable condition post procedure. Per product evaluation, customer report of stenosis was confirmed. Moderate host tissue overgrowth encroached onto the tissue and into the orifice. Host tissue overgrowth fused leaflets 1 and 3 by approximately 3mm at commissure 1 on the outflow aspect. X-ray demonstrated moderate calcification on leaflet 2 and minimal calcification on leaflet 3. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis.